Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7078951/7075364.

Event description:
It was reported that the patient went into the emergency department as there was pus exiting from the ipg site. It was determined that the ipg site was infected, and the physician confirmed that it was not device related but rather related to wound closure as there was a small opening in the incision site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was recovering well postoperatively. The patient was placed on antibiotics and the explanted devices were discarded by the facility.